Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a33 alarm or prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process and insulin continues to drip after motor stops during the manual prime process. The customer also stated that the drive support cap was normal. Trouble shooting was performed. Displacement test and self test was passed. The insulin pump will not be returned for analysis.